Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is presumed that the ccd unit failed due to unexpected stress on the head caused by the user's handling causing no output on the image. In addition, noise was considered to have occurred due to the cable was damaged due to unexpected stress. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation observed that the device was found with faulty ccd unit (charge coupled device) and shortage in cable which caused the intermittent streaks on the image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required specifications. The reported issue was confirmed. The root cause of the issue was due to faulty ccd unit attributed to electronic component failure.

Event description:
It was reported that the image does not appear. There were no further details provided regarding the event. No patient involvement reported.